Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: pt who was implanted initially with an unknown nail in (B)(6) 2010 was revised and implanted with lcp metaphysical plate and screw on (B)(6) 2010. It was reported that upon follow up appointment, complained of pain. The plate was noted as broken and the pt will have a removal procedure scheduled this summer, date unknown. Plate is still in place at the moment.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be draw, as no product was received.